Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section a3 date of birth should have been (B)(6) 1955 instead of being blank in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's trial implant procedure, the physician was unable to advance the lead past a patient's fusion for about 10 minutes. As a result, the procedure was abandoned. The patient was stable after the event.